Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded the reported issue was verified by the srt. As per srt, physical agitation of pci bus cable causes ccm to reboot. Pci bus cable was replaced. Unit operates to manufacturer's specification.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the central control monitor (ccm) keeps rebooting. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.